Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, a connection issue relative to the ventricular lead was incurred. When tightening the associated set-screw, no clicking sound was heard from the screwdriver. The physician pulled on the lead, but it could not be removed. The ventricular set-screw was loosened, the lead was removed, and another device was subsequently implanted instead.